Event description:
It was reported that the infusion set was leaking at the headset and the adhesive plaster was wet with insulin. This led to the patient having elevated blood glucose levels.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is used up and is no longer available for return.